Event description:
It was reported to philips that the device has intermittent red x with chirp. The bench technician evaluated the device and confirmed the customer problem. Device has been tested with our a/c module and batteries then device functions correctly with our parts. Upon conclusion of the evaluation, it was determined that the ac power requires replacement. The customer will be sent an ac power module. No further actions at this time.

Event description:
It was reported to philips that the device had an interment red x with a chirp. There was no patient involvement.